Event description:
Pump thrombosis, s/p heartmate ii as bridge to transplant in (B)(6) 2015; low flow alarms on (B)(6) 2016. Required hospitalization for high dose anticoagulation and inotrope support. Pt was treated with high dose heparin without significant improvement. Underwent pump exchange on (B)(6) 2016. Post operative course was uneventful.